Event description:
It was reported a patient experienced a break in aseptic technique, and acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized one day later. The patient was treated with amikacin and vancomycin (doses, routes and frequencies not reported) for peritonitis. Retraining was performed. Outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental report will be submitted.